Event description:
On (B)(6) 2010, the patient was being treated for an abdominal aortic aneurysm. Trunk-ipsilateral leg component and contralateral leg components were implanted without complication. In preparation of extending the ipsilateral limb with a contralateral leg component, the hypogastric artery was mismarked on angiography, which caused the deployment of the contralateral leg component to cover the hypogastric artery. Using a balloon, the physician attempted to push the contralateral leg component into the trunk-ipsilateral leg component to uncover the hypogastric artery, but was unsuccessful. The physician determined that the patient had adequate collateral flow, and decided not to intervene further. No additional adverse events were reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results code: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.